Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (cgm). Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling

Manufacturer narrative:
Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.